Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: describe event or problem: all devices were removed and a bleeding was detected in the femoral artery due to perforation. As reported, after all devices were removed, the femoral needed to be repaired surgically. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: balloon bunched and protruding from sheath shaft, radial and longitudinal balloon burst (there is no missing pieces), and minor flex tip gouges. Functional testing was unable to be performed due to the condition of the returned device (burst balloon). The complaint was confirmed through visual inspection. Dimensional testing was performed on the single wall thickness of the balloon along the burst and was found to be in within specification. During balloon manufacturing, the delivery system and balloon are visually inspected and tested throughout the product verification process. Per procedure, the inflation balloons are 100% inspected for the following dimensions: double wall thickness, single wall thickness, balloon outer diameter, balloon working length, balloon proximal and distal leg inner diameters (ID), and proximal leg outer diameter (od). Per procedure, the inflation balloons are 100% visually inspected per procedure, the balloon undergoes 100% final inspection by both manufacturing and quality for visual. Per procedure, the devices are 100% leak tested. Post leak test, the balloon covers and inflation balloon are inspected for any damage. In addition, functional testing for physical defects and balloon burst testing was performed on the finished work order under a sampling basis during product verification testing per procedure. All samples tested met statistical acceptance criteria. These inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. Based on an edwards lifesciences technical summary [risk of balloon burst in a calcified aortic annulus], it is considered unlikely that this type of complaint results from a manufacturing defect. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Based on visual inspection of the returned devices, the complaint was confirmed for ¿balloon - burst¿ and ¿delivery system ¿ withdrawal difficulty ¿ through sheath.¿ dimensional inspection of the balloon revealed that the balloon wall thickness was within specification. Review of DHR, lot history, and complaint history did not reveal any manufacturing non-conformances. Additionally, a review of manufacturing mitigations further supports that the delivery system has proper inspections in place to detect issues related to reported event. A review of IFU/training materials revealed no deficiencies. Per report, the patient leaflets were moderately calcified. It is likely that the root cause of the balloon burst is related to those detailed in an edwards lifesciences technical summary. A detailed root cause analysis for similar returned complaints has been summarized in technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analysis of these types of ruptures indicate that they are typically caused by interaction with calcification in the annulus. Technical summary contains additional details related to root cause analysis on balloon bursts in a calcified annulus. As reported in the cer, the patient had moderate calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. A burst balloon can then easily catch on the sheath during retrieval, and additional force may have been applied to remove the stuck device, leading the reported withdrawal difficulties. It was noted that the balloon was bunched and protruding out of the sheath. Available information suggests that patient (calcification) and procedural (withdrawal of burst balloon) factors likely contributed to the complaint events. The complaints were confirmed. In this case, available information suggests that patient (calcification) and procedural (withdrawal of burst balloon) factors likely contributed to the complaint events. No manufacturing non-conformities were found in the returned samples. The occurrence rates did not exceed the control limits for the applicable trend categories, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during deployment of a 29mm sapien 3 valve in the aortic position, the commander delivery system balloon burst. Difficulty was encountered while retrieving the balloon through the esheath and upon removal, bleeding was detected in the femoral artery and the esheath was damaged. A new sheath was inserted and the bleeding was temporarily covered. The valve was post dilated and final result was good. After all devices were removed, the femoral needed to be repaired surgically. The patient was stable post procedure. Per report, per medical opinion, the balloon burst due to calcification.